Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. Reported event of stent migration. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a contour vl¿ injection ureteral stent was implanted during a stent placement procedure performed in the ureter and kidney on (B)(6) 2015. According to the complainant, during the procedure, they felt that the stent was not as hydrophilic and would not advance easily. The black release catheter got stuck on the injection pusher and ended up not using it as an injection stent; instead they used the device without the pusher and black sleeve and procedure was completed. However, on an unknown date, the stent was found to have been migrated and was eventually removed when it was discovered. The patient's condition at the conclusion of the procedure was reported to be ¿good.¿ attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.